Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 14th april 2026, it was reported by an arthrex employee via email that for an ar-6410, arthroscopy main pump tubing, the water continued to flow without any pressure adjustment. This was detected during an unspecified procedure on (B)(6) 2026. The procedure was completed using a newly opened product of the same model number. No significant surgery delay reported. No additional anesthesia administered to the patient.